Event description:
This report summarizes 2 malfunction events, where it was reported there was reduced brake force. There was no patient involvement.

Manufacturer narrative:
One of the remaining devices was evaluated and the investigation was concluded; it was determined that the brakes were difficult to engage, which is a separate issue than initially reported. This event is now captured on MFR report # 0001831750-2020-01009 b5 has been updated to indicate one fewer device experienced the reported issue. 2 devices are still pending evaluation.

Manufacturer narrative:
The remaining devices were functionally/visually inspected in the field. The devices were repaired and returned to use.

Event description:
This report summarizes 2 malfunction events, where it was reported there was reduced brake force. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices are pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported there was reduced brake force. There was no patient involvement.